Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported that a cartridge did not fit onto the pump and the pump battery was depleting quickly. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. The customer continued to use the pump for insulin therapy.